Event description:
It was reported that during a prostate procedure, two surgical fibers were damaged at the tip; the damage occurred at 161,426 joules and 50,000 joules of use. The procedure was completed using a third fiber. There was no report of pt injury. This report is for the first surgical fiber used.

Manufacturer narrative:
Fiber analysis: the fiber cap was found to be detached; the fiber broken proximal to the fiber/cap fusion zone. The glass and metal caps were returned with the device, severe char and detritus was observed on the metal cap and damaged/melting of the outer flow tube was observed at the directional arrows. The fiber condition could result in a forward-firing condition of the side-firing surgical fiber. The probable root cause of the device failure was suspected to be related to localized heat accumulation/user handling due to tissue contact and/or anatomical/procedural factors encountered during the procedure.